Event description:
It was reported that the main coil was broken. A 2/5mm x 5.8cm vortx diamond interlock coil was selected for use. During a gastroesophageal varices embolization, after 8x20 and 6x10 coils were deployed, it was noted that the 5x5.8 coil was stuck and was broken. When the device was slowly pulled, it was further noted that the coil was stretched. The device was completely removed from the patient's body without any intervention and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the main coil was broken. A 2/5mm x 5.8cm vortx diamond interlock coil was selected for use. During a gastroesophageal varices embolization, after 8x20 and 6x10 coils were deployed, it was noted that the 5x5.8 coil was stuck and was broken. When the device was slowly pulled, it was further noted that the coil was stretched. The device was completely removed from the patient's body without any intervention and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The pusher wire and the main coil was returned inside the introducer sheath. They were interlock inside the introducer sheath. The introducer sheath was inspected and no damages was found. Main coil was kinked and stretched. The wire pusher was bent/kinked. No more damages were found in the device. The coil and pusher wire were release from the introducer sheath without any resistance. The proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. The zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the pusher wire and main coil revealed the components were within specification except the number of fiber bundles, which were only 20 out of 25.